Manufacturer narrative:
(B)(4). The device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device and/or any additional information become available, a follow-up report will be submitted. This MDR was submitted on (B)(4) 2011; however, due to a failed ack3, this MDR is being resubmitted on (B)(4) 2011.

Manufacturer narrative:
(B)(4). Baxter received one sample for evaluation. The device was evaluated and the reported condition of a leak could not be confirmed. Therefore no root cause could be identified. This is a single-use device. A batch review was conducted which found no signs of nonconformance. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
It was reported to baxter (B)(4) that one (1) intermate sv 200 was observed leaking after filling the infusor but before patient connection. The exact location of the leak is not specified. There is no patient involvement. No additional information is available.